Event description:
It was reported that during an unknown procedure, at the time of the first shot the staples out but not short blade tissue, further blocking the gun totally. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) = incomplete firing cycle. Additional information requested and received: did the device deliver any staples? Yes. If yes, were the staples formed properly? Not. The staples did not formed properly if yes, was the staple line complete? Not, the staple line was not complete did the device cut? Not the device did not cut the tissue. What color cartridge was being used? Ecr60d. Was buttressing material utilized? If so, which product? Not. Were any unexpected noises heard? If so, when? Not. Were any of the forces higher or lower than expected (closing or opening)? I do not have this information the ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The cartridge reload was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.